Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in australia alleging the meter reading inaccurately compared to the same meter. The reporter alleged readings of "6.4, 11.4, and 7.1mmol/l". This complaint is being reported because, the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (02/13/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.